Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) that encountered the issue replaced the broken fiber optic cable assembly, fiber optic extension to resolve the issue. The stm completed full pm and the unit passed all calibration, functional testing and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connection. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connection. There was no patient involvement, and no adverse event reported.